Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a reported blood glucose (bg) of 32 mg/dl. The user drank juice and ems was called. Ems provided treatment, and the user was transported to the emergency room where intravenous therapy was administered. The user was discharged on (B)(6) 2025 with no long-term effects reported.